Event description:
Event description guidant received information that this patient had been lost to follow-up for a couple of years. Upon interrogation the daily measurements from march 2005 display a ventricular lead impedance of 2500 ohms. The sensing and threshold measuremnts are good. The patient has no complaints or adverse effects. The lead was performing well at the time of interrogation.